Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that upon deployment, the filter legs were crossed. The filter was successfully removed and another filter was implanted. There was no report of injury to the pt.